Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite, replaced the mainboard and updated unit to .19 software . All the necessary calibrations were calibrated, base test and circuit test were completed. The unit passed all test and runs according to OEM(original equipment manufacturer) specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us has alarm 401 "inspiration valve or device leaky" and alarm 316 "blower failure". At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. According to technical support, it is most likely that the epc (embedded power pc) is causing the issue. It was recommended to the customer to replace the main electronics.most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. As per notes on (B)(4) main board got replaced to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.